Event description:
Reporter indicated that vns patient has had three episodes of aspiration pneumonia since vns implant. Treating neurologist reportedly recommended that the patient use the magnet to temporarily discontinue stimulation while eating. Further follow-up revealed that treating neurologist did not believe that the incidents of penumonia were related to the vns because the patient has a tendency to develop pneumonia after a prior infection.